Event description:
A us distributor reported that a patient's electrode belt was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (belt/monitor unusable) has been confirmed. Upon investigation the trunk cable connector was physically damaged/cracked which caused it to cut inot multiple wires in the trunk cable. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged belt.